Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. Following the bav a protective wire was inserted in consideration of a coronary artery occlusion as the outer peripheral length of the native annulus corresponded to the recommended 29 millimeter (mm) valve. In addition, the left coronary artery was approximately 10 mm and the valve leaflet was longer on the left coronary cusp (lcc) side. Also, the diameter of the valsalva sinus was large. Following the protective wire placement, the valve was inserted and deployment at approximately 3 mm on the non-coronary cusp (ncc). At this stage there was no suspected coronary artery occlusion. The depth of the valve deployment on the lcc was also acceptable and therefore the a final release of the valve was performed. When the paddle was removed, the valve dislodged to the left ventricular side and approximately 5 mm on the ncc. Trace paravalvular leak (pvl) was identified. Upon checking the flow of the coronary artery by contrast study, it was confirmed that the lcc valve apex was approaching the opening of the left coronary artery. It was further clarified that the patient¿s native valve leaflet stood up with the expansion of the transcatheter valve. The native leaflet approached the left coronary artery but had not occluded it. Additionally, the narrowest gap was about 2 mm when the intravascular ultrasound (ivus) was placed over the protection wire. The coronary blood flow was confirmed. However, a delayed coronary artery occlusion was considered. As result, a bailout was performed which included an anterior inflation using a 3.5-10 mm non-medtronic balloon and a non-medtronic 3.5-8 mm stent placed in the left main trunk (lmt). Post-inflation was performed with a non-medtronic 4-12 mm balloon. Upon an ivus check, it was confirmed that the calcification that was approaching the opening of the left coronary artery was pushed back towards the valsalva side which resulted in a larger blood flow gap. The procedure was completed as a reliable flow to the lmt was confirmed by coronary angiography. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.